Manufacturer narrative:
Please note: this event involved two other devices: tg4020/lot and tg4010/lot.

Event description:
Approximately one month after a patient underwent treatment of a thoracic aortic aneurysm using two gore tag thoracic endoprostheses a follow up CT study found a proximal type I endoleak. In 2006 a re-intervention was performed to repair the endoleak by extending the graft proximally. The placement of this graft did not completely resolve the endoleak, therefore, a palmaz stent was also used proximally. A final angiogram revealed a blush at or near the left subclavian artery, which was determined to be a new onset dissection. The patient was converted to an open repair and the dissection was resolved with a surgical graft. Post-operatively the patient was reported to be stable.